Event description:
It was reported that a spectrum iq infusion pump's keypad 2nd button from left top row malfunctioned during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "2nd button from left top row found malfunctioned" was confirmed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was a damaged keypad. The keypad required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.